Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 15, 2017. The returned sample was visually inspected upon receipt. It confirmed the damage to the blood inlet port of the oxygenator. A retention sample from the same product code and lot number combination was visually inspected - no anomalies or damages, specially with the blood inlet port. The packaging of the product also ensures protection against damage to the blood inlet port of the oxygenator. It is likely that the blood inlet port was damaged by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4). Results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, while the product was being opened, it was noticed that the inlet port of the oxygenator was broken off. *no patient involvement.